Event description:
It was reported that the patient came into the hospital due to a head trauma. It was reported that they possibly fell on (B)(6) 2022. No head computed tomography (CT) was performed, but trauma surgery was consulted. The patient had a head compression to the affected site.

Manufacturer narrative:
Manufacturer's investigation conclusion: patient weight requested, no response received. A direct correlation between heartmate 3 lvas, serial number: (B)(4), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient came into the hospital due to a head trauma. The account reported that the patient possibly fell on (B)(6) 2022. No head computed tomography (CT) was performed, but trauma surgery was consulted. According to the account, the patient had a head compression to the affected site. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: patient weight requested, no response received. A direct correlation between heartmate 3 lvas, serial number: (B)(4), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient came into the hospital due to a head trauma. The account reported that the patient possibly fell on (B)(6) 2022. No head computed tomography (CT) was performed, but trauma surgery was consulted. According to the account, the patient had a head compression to the affected site. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(4). Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05dec2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the hospital due to a head trauma. It was reported that they possibly fell on (B)(6) 2022. No head computed tomography (CT) was performed, but trauma surgery was consulted. The patient had a head compression to the affected site.